Event description:
The tech alleged that there was fluid ingress on the right side rail. No pt impact.

Manufacturer narrative:
The tech found that there was corrosion on the right user control module and the right side rail cable. The tech replaced the right user control module board and the right side rail cable to resolve the issue.